Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was not responsive. The customer confirmed that the vibrations when pressing where "1, 2, 3" would be located on the screen were able to be felt; however, the display would not illuminate. The customer's blood glucose level was 150 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.